Event description:
The account alleged that a patient was sitting on a bedside toilet and was getting up when the bed moved away from the patient causing the patient to fall. The patient was injured and required knee surgery, however the account declined to release the extent of the injury or any patient information. The account was also unsure if brakes were engaged on the bed when the incident occurred. Upon investigation the brakes functioned properly, minor adjustments were made.